Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (code 1005) had been recorded. An x-ray of the device revealed an intact plasma fuse. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Other than confirmation of the error code the device issued, analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator delivered eight shocks for an arrhythmia. An open circuit fault was reported on the final shock for a high, out-of-range saturated (over 145 ohms) impedance measurement. The last shock delivered appeared to convert the rhythm. The patient subsequently expired; they were reportedly receiving external defibrillation at the time of death. It was not noted if the device and external defibrillation overlapped. Evidence does not suggest the device malfunction was related to the patient's death. A copy of device memory was preserved and submitted for analysis. Engineering review of device data found that there were no other device alerts other then the open circuit message. This review confirmed that shock impedance had remained within normal range prior to delivery of the eighth, reverse-polarity, shock. Following that shock, rv impedance measurements were in the 1-5 ohm range and right atrial and shock channels both showed as saturated. This device has been received for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator delivered eight shocks for an arrhythmia. An open circuit fault was reported on the final shock for a high, out-of-range saturated (over 145 ohms) impedance measurement. The last shock delivered appeared to convert the rhythm. The patient subsequently expired; they were reportedly receiving external defibrillation at the time of death. It was not noted if the timing of the device-delivered therapy and external defibrillation overlapped. A copy of device memory was preserved and submitted for analysis. Engineering review of device data found that there were no other device alerts other then the open circuit message. This review confirmed that shock impedance had remained within normal range prior to delivery of the eighth, reverse-polarity, shock. Following that shock, rv impedance measurements were in the 1-5 ohm range and right atrial and shock channels both showed as saturated. The right ventricular lead is from another manufacturer. This device has been received for analysis.